Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
A company rep reported the pt's endocrinologist reported the pt had been hospitalized due to the infusion device not working as it should. Upon f/u with the pt he stated repeated e8 (power interrupt) errors were displayed on the infusion device on (B)(6) 2011. The pt did not switch to a backup method of insulin delivery and was without insulin all day. His blood glucose elevated to 22.4 mmol/l (403 mg/dl) in the afternoon and he did not administer insulin to lower his readings. In the evening he became confused, unresponsive, and dehydrated with frequent urination. The pt's mother called for an ambulance and his blood glucose measured 29.8 mmol/l (536 mg/dl). The pt was transported to the hosp and admitted to the intensive care unit. He was given a 10 unit injection of insulin, 1.4 units of insulin per hr via IV, and a potassium IV. He was released from the hosp on (B)(6) 2011 and he cleared the e8 error and reconnected to the infusion device. The infusion device was replaced. The infusion device, infusion set, and insulin cartridge were requested to be returned for eval.